Manufacturer narrative:
The device was returned for analysis. There was no identified malfunction; however, a material separation of the link was noted as indication of a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties and the subsequent treatment are related to circumstances of the procedure. In this case, based on the returned device analysis, it is likely a posterior needle to cuff miss occurred leading to a material separation of the link. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide referenced in b5 is filed under a separate medwatch report number. Attachment: medwatch report # mw5146958.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via a 6f sheath hole prior to a vascular interventional procedure. Reportedly, two proglide devices were used and had a device issue. One device issue was unspecified. The knot of another proglide was entangled in the device and could not be harvested. There was resistance on removal of the device from the anatomy; a dissection was noted. Blood loss was observed. The sheath was upsized to 10f to control bleeding. Another proglide was opened with the plunger falling off when opening; the device was not used. It was decided to abandoned the procedure. Hemostasis was achieved with manual suturing. There was a clinically significant delay. Subsequent to the previous information, a user facility medwatch report (mw5146958) was received, stating: abbott vascular perclose proglide misfired. The suture got caught in the device and would not come off the device. While attempting to remove the device from the vessel, it tore a larger hole in the vessel requiring a repair of the right femoral artery. A second abbott vascular perclose proglide fell apart at the handle when removed from the package never reached the patient. We have the lot numbers of both devices but are unable to identify which was used on the patient. The pt was obese, the vessel was deep and tortuous; (17) 241031 (10) 2120341 (91) 3798, cannot confirm this was the device that misfired, there were issues with 2 devices. Reference report[s]: mw5146958. No additional information was provided.